Event description:
It was reported that during procedure, device kicks. At the time of report, there was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that kicks was confirmed. The likely cause of failure is due to two distal bearings were detached. It was also noted that input and output shafts were worn, the laser markings were faded and tube was deformed. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.